Event description:
The customer reported an intermittent generator error code displayed on the system. No pt injury was reported.

Manufacturer narrative:
The ge svc rep replaced the generator batteries and erase/ flashed the nodes. Tested functionality of system. System operating as intended.